Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the health care provider (hcp). The eri status was missed on the last refill. The weird smell and taste was likely a symptom of withdrawal from safe state.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received hydromorphone (15.0mg/ml, 5.003mg/day) and bupivacaine (20.0mg/ml, 6.671mg/day) in an implantable pump for failed back syndrome - other. The manufacturer representative was told the hcp interrogated the pump on (B)(6) 2016 and saw it was in safe state. Review of the logs indicated the elective replacement indicator (eri) occurred on (B)(6) 2016 (logs indicated (B)(6) 2016 at 09:02 hours). A low battery reset and safe state occurred on (B)(6) 2016 at 21:40 hours (it was also noted in the logs a motor stall recovery occurred on (B)(6) 2016 at 09:01 hours). The patient experienced a sudden return of pain and a "weird smell and taste" on (B)(6) 2016. The pump was reprogrammed from minimum rate to the current dosing . The hcp also prescribed oral medication for the patient. The pump was replaced on (B)(6) 2016.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found a low battery reset-undetermined cause . (B)(4).

Manufacturer narrative:
Conclusion code fdc was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.